Event description:
A nurse reported to baxter (B)(4) of a buretrol solution set in which a leak was observed at unknown location of the set. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition a buretrol solution set in which a leak was observed at an unknown location of the set was not confirmed during visual inspection of the defective sample. Defective sample was not available for evaluation; however, photographs were available for visual inspection. No defects were detected during visual inspection. The assignable root cause of the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.